Manufacturer narrative:
B5: upon further due diligence, it was reported the event occurred during patient use. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one-link non-dehp y-type microbore catheter extension set disconnected. It was further reported the set ¿came apart at the top of one of the bifuse sections¿ and the cap ¿on the bifuse fell off¿. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.